Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd893875 and gd894006 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted was performed with no issues noted during the manufacturing process.

Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Dianeal therapy was ongoing. The cause of the event was unknown. The patient was treated with vancomycin 2 gram ip q 3 days for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).